Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the tamper seal is intact but peeling, the device was observed to have a bubbled downstream sensor seal and a worn-out upstream sensor seal. The devices event history log was reviewed for evidence of the reported event, and nothing was found. Functional testing was performed, and the reported problem was duplicated. The issue was caused by a malfunction of the pwa board. The malfunction pwa board was replaced. The product is beyond a year from manufacture and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported that the pump was displaying error 46221. No patient injury reported.

Manufacturer narrative:
Operator of device is unknown; no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.